Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoleaks.

Event description:
The following information was reported to gore: on (B)(6) 2018 a patient underwent endovascular treatment with a gore® excluder® aaa endoprosthesis featuring c3® delivery system. On (B)(6) 2019 a CT revealed a proximal type I endoleak. The patient is stable. The event is ongoing.

Manufacturer narrative:
Type of reportable event: medwatch was sent in error. Additional received information determined that this event is not reportable to the FDA and therefore the medwatch is being retracted. There was no aneurysm enlargement nor a reintervention.